Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on medical records provided to davol by the patient's attorney: (B)(6) 2000- patient was diagnosed with a cystocele, rectocele,stress urinary incontinence and underwent an ap repair and tvt urethral suspension sling implant. (B)(6) 2001- patient was diagnosed with dyspareunia secondary to perineal bridge defect and mid-vaginal wall stricture,rectocele and underwent perineoplasty with take down of the bridge defect and relaxing vaginal wall incisions. (B)(6) 2012- patient underwent exploratory laparotomy with bilateral salpingo-oophorectomy, incidental appendectomy, abdominal sacrocolpopexy with implant of a bard/davol sepramesh, partial explant of non-bard/davol mesh, perineorrhaphy and low posterior colporrhaphy. Per operative notes "there were several areas of banding, where portions of mesh were incised and removed." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.